Manufacturer narrative:
Exact date unknown, the mesh was implanted in 2003. Exact implant date is unknown. The mesh was implanted in 2003. The complaint was unable to provide the suspected device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The device was implanted at: (B)(6) hospital. Imdrf patient code f2402 captures the reportable code of hypogammaglobulinemia. Imdrf patient code e2326 captures the reportable code of bechet's syndrome and psoriatic arthritis. Imdrf impact code f1905 captures the reportable event pf surgery to remove the piece of mesh. Imdrf impact code f1202 captures the reportable event of inability to use thumbs.

Event description:
It was reported to boston scientific corporation that a boston scientific corporation polypropylene mesh was implanted into the patient during a procedure in 2003. It was reported that lengthy surgery was performed to remove a piece of mesh that was stuck in the patient, but it was unsuccessful due to the mesh having grown through major artery. The patient believes that as a result of the mesh, she now has three autoimmune diseases (psoriatic arthritis, hypogammaglobulinemia, and behcet's syndrome) that have destroyed her joints. The patient reports she can no longer email or text because of injuries to the tendons in her thumbs. No further information has been obtained despite good faith efforts.